Event description:
The physician was attempting to implant a scuba co-cr stent peripheral bare metal stent. No abnormality noted during preparation and inspection of the scuba device prior to use. No abnormality noted with the guide catheter prior to use. No negative nor positive pressure to the catheter prior to attempted delivery of the stent. No resistance noted during attempted delivery. During the surgery, the physician found the stent was dislodged when crossing guiding by digital subtraction angiography. The physician used other brand of product to complete the surgery. No patient complications reported

Manufacturer narrative:
Evaluation, results, conclusion: limited information- root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
Failure to follow instructions (use of a guide catheter and not an introducer sheath as recommended).

Event description:
Evaluation summary: the stent was found mounted on the balloon exactly in the middle of the markers. Using the microscope a corrugation was found close to the proximal side of the stent, that could be addressed to a stent dislodgment from distal side to the proximal one, however the possibility exist that physician repositioned the stent after use. The stent od measured on the stent was conformal to the specification .the stent was moved from its position and the heat setting mark were clearly detected on both ends. A trial to insert the device into a medtronic 6f is was performed and the device passed through the is without any problem or dislodgment occurred. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.